Manufacturer narrative:
The baxter technician found the communication cable needed to be replaced. Per the hillrom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in dec 27, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had nurse call station not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.